Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis, cardiac arrest requiring cardiopulmonary resuscitation (CPR) and prolonged hospitalization. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not deflecting properly. They then were in the process of removing the thermocool® smart touch® sf bi-directional navigation catheter from the sheath when the patients pressure dropped. The physician then noticed that there was no pulse. Cardiopulmonary resuscitation (CPR) was then initiated. It was then observed by intracardiac ultrasound that the patient had developed a pericardial effusion in the posterior left ventricle. A transesophageal echocardiogram (tee) was also performed to confirm the effusion. After the patient¿s pulse was restored they performed a pericardiocentesis in which 700 cc's was removed from the pericardial space. The patient then lost their pulse again and CPR was re-initiated. The patient¿s pulse was then restored and was in stable condition. Patient was to be transferred to the critical care unit (ccu) for observation. Additional information received indicated the adverse event was discovered during use of biosense webster products. Physician is unsure of the cause of the adverse event. A smartablate generator was used with the correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter was used in the event, the flow setting was normal flow of 15 during ablation, 2 when not ablating. No error messages observed on biosense webster equipment during the procedure. Transseptal puncture was performed with a st jude brk xs. No evidence of steam pop. The event occurred during the ablation phase. Prior to noting the cardiac tamponade ablation had already been performed. All force visualization features were used. Visitag module was used, parameters for stability used were standard surpoint settings with tag size of 2. No additional filter used with the visitag. Tag index was used. The customer¿s deflection issue with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis, cardiac arrest requiring cardiopulmonary resuscitation (CPR) and prolonged hospitalization. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not deflecting properly. They then were in the process of removing the thermocool® smart touch® sf bi-directional navigation catheter from the sheath when the patients pressure dropped. The physician then noticed that there was no pulse. Cardiopulmonary resuscitation (CPR) was then initiated. It was then observed by intracardiac ultrasound that the patient had developed a pericardial effusion in the posterior left ventricle. A transesophageal echocardiogram (tee) was also performed to confirm the effusion. After the patient¿s pulse was restored they performed a pericardiocentesis in which 700 cc's was removed from the pericardial space. The patient then lost their pulse again and CPR was re-initiated. The patient¿s pulse was then restored and was in stable condition. Patient was to be transferred to the critical care unit (ccu) for observation. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).